Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, f10, g4, h6.

Event description:
Edwards received additional information a patient with a 27mm mitral valve implanted nine years, four months, underwent valve-in-valve procedure due to critical mitral stenosis, mitral insufficiency, and degeneration. Patient presented with decompensated heart failure. Patient was discharged on post-operative day eight.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information received the cause cannot be determined; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a pericardial valve implanted in the mitral position for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. First 29mm transcatheter valve was attempted but was unable to cross the mitral valve after multiple attempts. Therefore it was removed and another 29mm transcatheter valve was implanted with good results.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The clinical observation could not be confirmed. Based on the information received the cause cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event.

Event description:
Edwards received information patient had a 27mm mitral pericardial valve implanted for nine years, four months at the time of the valve-in-valve procedure. It was reported the surgical valve did not perform as intended.